Event description:
The catheter was inserted in the left hand on may 21 and was fixed by steri-strips. A well trained nurse drew drugs the next day. The patient found the tubing separated from the wings on may 23.

Manufacturer narrative:
The sample was received on 06/09/2009, and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).